Event description:
It was reported that the pt had a vision stent implanted in 2005, four days later, the pt was intervened due to sub-acute thrombosis of the stent in the mid area of the right coronary.